Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2012, patient had experienced a hypoglycemic event that involved him in a car accident from which he is still recovering. Patient is unaware if cgm alerted him of his hypoglycemic episode and would like for dexcom to investigate his cgm data around the time of the event. Dexcom has attempted to contact patient several times in order to collect more information around the time of the event but has not been able to reach patient since (B)(6) 2013.